Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account maintenance. There ws no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found all four casters, all four caster supports, and both main bearings inoperative, most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters, all four caster supports, and both main bearings to resolve the issue. Based on this information, no further action is required.